Event description:
The patient reportedly experienced facial nerve stimulation. Following the surgery programming adjustments were made, however, the problem was not resolved. Revision surgery will be scheduled to resolve the issue.